Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for unable to track system through anatomy, difficulty to withdraw system with valve through sheath, and thv moves on balloon during withdrawal were unable to be confirmed as there was no applicable imagery, or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case the patient was reported to have moderate tortuosity, calcification, in the iliac system, and a pre-existing stent placed in the iliac prior to insertion of the sheath and delivery system to facilitate valve delivery. Patient factors such as calcification, tortuosity, or pre-existing bioprosthesis may cause constrained sections of the anatomy that interfere with passage of the delivery system, and cause difficulty during withdrawal. Additionally, the presence of tortuosity and calcification in patients' anatomy could have increased the risk of interaction between the device and stent, leading to withdrawal difficulty and potential injury as reported in this case. Non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with the sheath tip or pre-existing bioprosthesis, resulting in difficulty withdrawing. This in turn may have resulted in the thv moving on the balloon when excessive force was applied during the withdrawal attempt. As such, available information suggests that patient factors (calcification, tortuosity, pre-existing bioprosthesis) and/or procedural factors (non-coaxial withdrawal, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a tavr procedure with a 23mm sapien 3 ultra resilia valve, for aortic stenosis, a 7x60 balloon expandable stent was placed in the patients right iliac to facilitate the delivery of the valve and bav. After the stent was placed the sheath was advanced into the distal aorta but could not advance past the level of the renals. The team decided to leave sheath in place. The valve got stuck outside the sheath but in the distal aorta and would not advance further. An attempt was made to recapture the valve into the sheath but that was unsuccessful. The valve was moved to the distal part of the delivery system balloon and the newly placed stent was damaged. The doctor then decided to expand the valve in the proximal iliac. The team then covered the stent placed to cover an iliac perforation and the procedure was stopped with no further issues. Per follow up the patient expired. The right common iliac had a perforation likely due to the dislodging of the stent. The cause of death was aortic stenosis per hospital summary. When retrieving the valve and attempting to get it back into the sheath it moved distal on the catheter while in the distal aorta/iliac. Attempts were made but sheath backed up into the iliac leaving little choice but to deploy there.